Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
When the physician tried to remove the pkg assy 9x040 smart vas120cm control system after deployment of the smart stent, the system could not be removed easily as it was sticking with the stent struts. The target lesion was in the sfa. Vessel characteristics were normal. There was no difficulty advancing the stent. The smart stent was not post-dilated.